Manufacturer narrative:
Results: the returned 3maxc was fractured at approximately 39.0 cm from the hub. The device had a kink at approximately 42.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a device with a fracture and a kink. The complaint reported that resistance was experienced while advancing and retracting the 3maxc. If the device was forcefully advanced and retracted against resistance, damage such as a fracture and a kink may occur. The ace68 identified in the complaint was not returned. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician felt resistance while advancing the 3maxc over a guidewire within a penumbra system ace 68 reperfusion catheter (ace68). The 3maxc then "split" and broke into two pieces at a segment of the 3maxc that was still outside of the ace68. It was reported that the 3maxc broke 2/3 of the way along the length of its shaft. The 3maxc was then removed and the procedure was completed using another 3maxc and the same ace68. There was no report of an adverse effect to the patient.